Event description:
It was reported that during an ivor lewis esophagectomy procedure the first gun was opened and loaded with a green cartridge. The first firing on the antrum of the stomach fired normally and completely intact. The jaws of the gun were then cleaned and reloaded with another green reload. When the device was placed and closed on the tissue, it did not feel any thicker than normal. Upon firing the device, the doctor said it did not feel smooth and when opened, the distal portion of the staples had not formed correctly, but the knife had cut. He then proceeded to open a new stapler and carried on. This new stapler was fired five times with no adverse events. However, upon the sixth firing, the staples once again did not form correctly. The doctor also stated that the device did not feel normal during this sixth firing, even though the tissue was no thicker than previously. At this point, a new device was opened for the chest portion of the procedure (as per their routine procedure). This device was used on the esophagus. Unfortunately, during the first firing of the device, the doctor was not happy with how it felt, stating more pressure was needed to close the device compared to normal. Although the device did fire effectively for the remainder of the procedure, he wanted the final stapler testing too.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No for all three devices. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force to fire was normal, however, the second and third guns felt a crunch as they were fired but no significant noises were heard. The tissue (stomach) fired on with the first and second devices was in fact thinner than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? None for all three. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that device (a) was received in good visual condition and with six reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that device (c) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c: batch # j5gr0t (mfg date 5/28/2012; exp date 4/28/2017).